Manufacturer narrative:
All information provided by manufacturer and mandatory source report.

Event description:
It was reported that the ventricular lead exhibited low r wave and high pacing threshold. The lead was explanted and replaced.